Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers were not being detected on communication bus due to software failures. A field service engineer performed a re-image of the hard drive and set up system from scratch and did a data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, all drawers were not being detected on communication bus, repeated attempts to reboot the system for recovery were unsuccessful. The customer stated that the malfunction prevented the user from issuing medication for a patient. However, there was no delay in patient care or patient harm reported. There were no adverse events or injuries reported based on this event.